Event description:
Healthcare professional reported left side rupture, cysts, calcification, and pain. The device has been explanted.

Manufacturer narrative:
Continued e.1. Address line 1: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ wrinkling: no observed. ¿ crease/ folding of implant: no creases were observed. ¿ calcification: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.